Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer did not observe any issues with the pump supplies. Customer's blood glucose (bg) was 1274 mg/dl and customer was admitted to the hospital for diabetic ketoacidosis (dka). Customer was treated with intravenous insulin and fluids. Elevated bg/dka were resolved and customer was discharged on (B)(6) 2019 with no permanent damage. As occlusion occurred in the past, tandem technical support could not identify a cause of the occlusions.